Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that it is impossible to tell when this lead exhibited the oversensing symptoms and relate them to the single submitted save to disk.

Event description:
It was reported that the right ventricular (rv) lead had an apparent pace/sense conductor fracture with oversensing. The lead was turned off and replaced. It was further reported that during the lead revision procedure the replacement lead had apparent noise on the bipolar signal. Lead to lead interaction was suspected and the physician decided to remove the lead and implant a new lead. Once the new lead was placed, there was less oversensing but it was still occasionally apparent. The physician then decided to also remove this lead and replace it with a competitor lead, and to place the competitor lead in a lower location; the case then proceeded without incident. No patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).